Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch veriopro meter is giving inaccurate high reading of over 200 mg/dl compared to another meter reading of ¿80 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The incident occurred a few weeks ago when the patient reportedly had symptoms described as ¿shaky and sweaty.¿ the patient subsequently received the reported blood glucose reading of over 200 mg/dl and felt was not accurate. The patient tested again with another meter, obtaining a blood glucose reading of ¿80 mg/dl.¿ she reportedly ate sweets to correct her low blood glucose episode at the time of concern. During troubleshooting, the reporter confirmed that the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate high issue. The patient¿s symptoms preceded the alleged inaccurate high reading. Hence, there is no evident the lfs product contributed to the patient¿s symptoms.